Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the physician found some metal parts in the tissue after the biopsy. Three needles are damaged - they lost some metal parts. No further info is available. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.